Manufacturer narrative:
Block b3: date of event unknown. Approximated one month prior the manufacturer becoming aware of the event. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7116430; product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(6), batch: 575407.

Event description:
It was reported that a deep brain stimulation (dbs) patient experienced erosion and wound dehiscence at the incision site and were admitted to the emergency room (ER). The patients continuous positive airway pressure (CPAP) machine straps rubbed at their right side of head dbs lead extensions and implantable pulse generator (ipg) incision area causing the wound to open per the physicians assessment. The patient underwent a procedure where the lead extension and ipg were replaced with others of the same model. Physical analysis could not be performed as the devices were retained by the facility. The patient did well post-operatively.